Manufacturer narrative:
H10: the device was received for evaluation. During visual inspection, the tubing was observed twisted into the first y-site clearlink in the upstream part. The set underwent functional testing; including pressure and clear passage underwater testing, and a leak was noted where the tubing was misassembled into the y-site clearlink. The reported condition was verified. The cause of the condition was due to improper automatic assembly performed by the top segment machine misalignment between the components, leading the machine to make a greater effort that produced the twist or additional friction in the insertion of the tubing into the drip chamber during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name:(B)(6). Initial reporter address: (B)(6). Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution set leaked. After priming with a 250ml bag of normal saline, a leak was observed a leak originating from "the nearest hub from the chamber where the hub and tubing meet". The nurse observed an unspecified volume of saline on the floor. The event occurred after priming prior to patient connection. There was no patient involvement. No additional information is available.